Event description:
The customer called in with a high blood glucose reading of 465 mg/dl. The customer also reported headaches and nausea. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump alarmed, and did not deliver any insulin during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. Unable to verify any alarms or conduct the occlusion test due to the prime anomaly.